Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason and the patient was reimplanted with a cochlear implant. Additional details have been requested; however, has not been made available as of the date of this report.